Event description:
Caller reported a cartridge alarm 30 during the load process, and confirmed previous cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and sent a pump with updated software to the customer. They instructed the customer to use multiple daily injections as a backup therapy and to return the problematic pump using a provided return box within ten days to avoid charges. The customer was also guided on how to enter storage mode and advised to transfer settings and connect their continuous glucose monitor to the new pump, which was acknowledged and understood.